Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m-62 lead (B)(6) 2014; 4076-45 lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was dislodged and there was phrenic nerve and diaphragmatic stimulation. The lead was programmed off, cut, capped and replaced. No patient complications have been reported as a result of this event.